Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Email address unknown / not provided.

Event description:
It was reported to the sales rep that they have a mhlas that has loosened in the patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported abutment screw was not returned for investigation. Therefore, visual evaluation could not be performed. Functional testing and dimensional analysis could not be performed since the device was not returned. The device had been implanted on and unknown tooth site for an unknown period of time when the incident occurred. X-ray or picture images were not provided. Device history record (DHR) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. Complainant reported screw loosening. The screw was not returned. Therefore, the reported complaint could not be verified. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.